Event description:
Sales rep reported on the behalf of his customer that their impactor broke during impacting an acetabulum implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A material analysis has been performed. The report concluded: the first threads of both components were damaged. The exact cause of damage was not able to be determined. The damaged threads prevented the assembly of the strike plate to the handle of the universal impactor/positioner. No material or manufacturing defects were observed during this examination. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. Although the event was confirmed, the investigation concluded that the cause of the damaged threads could not be determined. Inspection indicates the event is not device related.

Event description:
Sales rep. Reported on the behalf of his customer that their impactor broke during impacting an acetabulum implant.